Event description:
The account alleges that during the procedure while being flushed and aspirated, the device was noted as leaking from the sampling port. The leak caused air to enter the system. The air was removed and the device was replaced with a new unit. No additional patient consequence to report.

Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Manufacturer narrative:
The suspect device has been returned for evaluation. The complaint is confirmed. The root cause is attributed to the manufacturing process. A search of the complaint database was performed and no similar complaints for this lot number were found. The device history record was reviewed, and no exception documents were found.